Event description:
The pt was implanted with a siltex low bleed gel prosthesis on 6/8/1993, subsequently the pt experienced sjorgen's syndrome and lupus antibodies. The prosthesis was removed on 5/7/1997.